Event description:
It was reported that a pt of dr was receiving a 1200 ml infusion off gemzar with a administration set in use. The pt suffered an anaphylactic reaction after 300 ml had been infused. The reaction was treated. No further adverse effects were reported.